Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a bulge in the right cylinder. The component was removed and replaced with a new one. There were no patient complications.